Event description:
It was reported to philips that the device had charge/shock - therapy pca autotest failures and intermittently failed opcheck. There was no patient involvement.

Manufacturer narrative:
.